Manufacturer narrative:
The device is available for evaluation; however, has not been received. D4: only di provided as lot number is unknown. Additional reporter details: (B)(6).

Event description:
An event involved a 6" (15 cm) appx .88 ml, bifuse ext set w/2 microclave clear, 2 clamps, luer lock reported that bleeding noted from right side. Identified rt ac (right antecubital) peripheral IV (intra-venous) to be bleeding at the result of the saline lock that had been broken at tubing and luer lock. There was patient involvement, and no harm reported.